Event description:
Facility alleges an adverse reaction occurred fifteen minutes after the start of dialysis with dialyzer. Pt symptoms were a non-productive cough and internal dyspnea. Pt was given oxygen and urbason 40mg. Dialysis was discontinued and the blood in the dialyzer and bloodline was not returned to the pt. Estimated blood loss unknown. No serious injury reported as a result of this incident. This event involved one pt.